Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: ring seal let go. Patient status is good. The issue did not result in tissue damage or blood loss. There was no delay in surgery. A new device was used to correct the issue. Nothing fell into the patient's cavity.